Event description:
Pt is a (B)(6) undergoing surgery for anterior cervical decompression of c-3-c4, c5-c6 and c6-c7. During the operation he had a tear in his left vertebral artery at c5-6. The interventional cardiologists were called into the operating room, and through a catheter in the right inguinal region, a stent was placed in the left vertebral artery without complication. The aesculap drill started to "chatter" and vibrate in the drill handler causing the drill to grab and jump and jerk. It was difficult to control contributing to the tear in the vertebral. The pt was left on the ventilator and was admitted to ICU. Following the day of surgery, the pt mentioned to his wife that he was now unable to move his left arm and left leg. He was taken for emergent MRI of the brain, thoracic spine and cervical spine. He was quadriplegia with a sensory level at c5, c6. It was felt that a possible explanation would be the cervical spinal stenosis is secondary to bleeding in the cervical canal. It was felt that as a last resort an emergent cervical laminoplasty would be performed. The pt tolerated this procedure quite well, was then taken back to ICU for further observation where he remains presently.